Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction, defective device. (B)(4).

Event description:
Medwatch number: mw5086874. Product name: unk_gel implants. It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices (unk_gel implants date of implant (B)(6) 2011) experienced autoimmune disorder (the patient reported unexplainable autoimmune illness and was tested for lupus/rheumatoid arthritis, brain MRI scans, multiple sclerosis, lyme). This case was not confirmed by a healthcare professional. It was also reported that the device had a defect crease. As a result, the patient had undergone breast implant removal on (B)(6) 2019. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the right side.